Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant discussed the potential interaction of the minute ventilation (mv) feature and recommended programming off respiratory rate trend (rrt). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement of 3000 ohms on the atrial channel. A review of the device data identified noise and oversensing. No adverse patient effects were reported.

Manufacturer narrative:
No further information concerning this report is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system continues to exhibit noise on the atrial channel. The varying atrial pacing impedance measurements which had previously been noted, have now increased to greater than 3000 ohms. Additionally, a red alert had been generated for an out of range impedance measurement on the right ventricular (rv) channel. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further evaluation to determine the root cause of the reported issues. This device was then deactivated, however remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system continues to exhibit noise on the atrial channel. The varying atrial pacing impedance measurements which had previously been noted, have now increased to greater than 3000 ohms. Additionally, a red alert had been generated for an out of range impedance measurement on the right ventricular (rv) channel. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further evaluation to determine the root cause of the reported issues. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.